Manufacturer narrative:
The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation.

Event description:
Following focused ultrasound treatment for essential tremor the patient developed extra fatigue and slowness.

Event description:
Following focused ultrasound treatment on the left for essential tremor on the right hand, the patient developed speech difficulty.

Manufacturer narrative:
The system performed within specifications of the treatment. According to the treating physician, the side effect is not expected to be permanent. The initial report described fatigue and slowness as the adverse event, however, following the investigation, the slowness and fatigue that was being referred to in the report was actually speech difficulty. Speech difficulty is a known side effect listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.